Event description:
It was reported that the battery began to overheat inside the screwdriver. Once it was taken out, it started leaking.

Manufacturer narrative:
Investigation in progress but not yet complete.